Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply lines of the homechoice cassette and the supply bags which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply lines of the homechoice cassette and the supply bags that led to this alarm. The hp checked the lines and bags and found that the connections on both empty supply bags were not tightly connected. Neither bag appeared to have been leaking but they were able to turn both connections tighter. Renal therapy services had the hp close all clamps and disconnect using aseptic technique. The hp stated that they would notify the peritoneal dialysis registered nurse of the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.